Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: " fluid in the left breast" -- seroma - late.

Event description:
Healthcare professional reported "the patient has fluid in the left breast and seroma late" and "MRI performed diagnosed the fluid in the left breast as well." The device has been explanted.